Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01680.

Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2009. Alleged fracture, tilt, perforation, embedment, migration and difficult retrieval (attempted removal (B)(6) 2010. Second attempt and removal of filter on (B)(6) 2011)." (B)(6) 2009, inferior venacavogram with inferior vena caval filter placement operative report: ¿attempt to advance the ivc filter through the sheath was unsuccessful and external jugular access was abandoned. Additional access was achieved into the right internal jugular vein and the introducer sheath for the cook celect in vb was placed in the infrarenal ivc. Cook celect ivc filter was placed through the introducer sheath into the infrarenal ivc, the filter was able to be deployed. The filter expanded appropriately, final evaluation of the filter does show evidence for angulation of the filter apex in a right lateral/posterior projection. The apex of the filter 15 close to but not in contact with the ivc wall. Filter is infrarenal in location. Filter tilt may have implications for future filter retrieval.¿ per an ivc gram with attempted filter removal dated (B)(6) 2010 (reading 1): ¿CT confirms penetration of several ivc filter legs along left side of infrarenal ivc. More posteriorly penetrated leg in close proximity to posterior aspect of aorta and penetration into aorta difficult to exclude. However, no evidence for intimal abnormality comes pseudoaneurysm or other acute finding involving the aorta. Filter apex difficult to assess for penetration or possibly incorporation by endothelial coverage.¿ per an ivc gram with attempted filter removal dated (B)(6) 2010 (reading 2): ¿impression: cook celect ivc filter noted within infrarenal ivc. No ivc thrombus. Angulated filter with apical hook and several legs projecting beyond the confines of the ivc. Most consistent with filter leg penetration. Apical penetrated caval wall or be incorporated by hypertrophic endothelium. CT of follow. Unsuccessful attempt at ivc filter retrieval.¿ per an ivc filter removal operative report dated (B)(6) 2011,¿retrieval of the ivc filter with a single arm missing which was found to be in the left descending pulmonary artery. Successful retrieval of the single arm from the ivc filter with no evidence of any retained bodies remaining in the chest.¿